Event description:
It was reported that, "drilled through the femoral sizer peg hole and the drill broke."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. Facility threw it away in the sharps. Should device become available, the evaluation summary will be submitted in a supplemental report.